Manufacturer narrative:
(B)(4). Information was not provided by the contact. Ratchet pawl and anti-backup the analysis results found that the el5ml device was received in good visual condition in an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips; upon testing the anti-backup and lockout mechanism were found to be non-functional. The instrument was disassembled in order to evaluate the condition of the internal components; upon disassembling, the ratchet pawl spring was found out of position causing the failures of the anti-backup and lockout features. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip applier could not fire at the second firing. A like device were used to complete the procedure. There were no adverse consequences for the patient reported.